Event description:
At about 2 years 5 months after the primary, revision surgery performed as patient complained of psoas pain, most likely due to malpositioning of the cup. The surgeon revised successfully cup, liner and head.

Manufacturer narrative:
Batch review performed on 31 march 2023 lot 2000228: (B)(4) manufactured and released on 07-may-2020. Expiration date: 2025-04-27. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.